Event description:
Written report received from baxter affiliate for device in which flow stopped during patient use. Contents of device reported as morphine hydrochloride and saline for a total fill volume of 36 ml. Report indicates there was no patient injury or medical intervention required.